Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant the left ventricular (lv) lead dislodged. The lv lead was explanted and rep laced. No patient complications have been reported as a result of this event.